Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the administration tubing did not function. The team was able to create suction with 0.9% nacl, but once connected, there was no flow. The tubing collapsed. Resumption of the massive transfusion protocol (mtp) during the procedure was delayed during active bleeding and unstable vital signs. A second tubing set was used in the same IV line and functioned properly. The flow rate when the tubing was not connected to the patient was adequate but once attempting to transfuse packed red blood cells under pressure, the flow was not as rapid as expected. With the new tubing, the pressured transfusion flow returned to the expected rate. On-site care was provided, increased monitoring was done and active bleeding was managed. Patient underwent hypotension.